Event description:
Subsequent to the previously filed medwatch report, new information received today states that the 2.5x28 mm xience xpedition stent delivery system (sds) failed to cross the lesion. During retraction of the sds from the anatomy resistance was felt which resulted in the stent implant dislodging from the balloon. The sds balloon was reinserted into the dislodged stent and was used to deploy the stent proximal to the target lesion. Treatment then continued on the target lesion. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, 70% stenosed, mid circumflex. The 2.5x28 mm xience xpedition was advanced, but there was great difficulty due to the stenosis and under fluoroscopy, it was noticed that the stent had dislodged from the balloon. The balloon was reinserted into the stent and the stent was deployed where it had dislodged. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.